Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation, as they were discarded by the medical facility.

Event description:
A report was received that a pt was explanted due to a mrsa infection at the pocket site. The pt had the infection for three months prior to be explanted, and the physician was treating the infection with antibiotics. The pt is reportedly doing well and is still on antibiotics.